Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, diabetes mellitus, smoker, periodontal disease, complication in site preparation, peri-implantitis, infection, pain, abscess, mobility.